Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 a patient (pt) called to report that 2 weeks ago he/she was given trial lenses for acuvue oasys. The pt reported that he/she had ¿an eye ulcer, swollen eye, and redness.¿ on (B)(6) 2015 a follow-up call was placed to the pt and the additional medical information was obtained: the pt reported that the event was in the os after almost 2 weeks of wear. The pt reported that he/she removed the lenses on saturday because the pt thought there was a scratch on the lens. The pt reported that he/she ¿cleaned the lens with water and reinserted into his/her eye.¿ the pt reported that ¿the eye felt a little better after that, but was much worse on saturday.¿ the pt reported that the event occurred with a trial lens. The pt reported that he/she went to his/her eye care provider (ecp) on (B)(6) 2015 and the ecp ¿noticed an ulcer.¿ the pt reported that ¿it hurt to blink, his/her eye was very red, burning and irritated.¿ the pt reported that he/she ¿is an experienced wearer and did nothing that he/she had not done in the past.¿ the pt reported that the suspect lens is available and agreed to return it for evaluation. The pt reported that he/she does sleep in lenses. The pt reported that he/she takes the lenses out ¿about once a week to clean them¿ and leaves the lenses out overnight. The pt reported that he/she was prescribed besivance 0.6% 1 drop every half hour for 2 days, then once an hour; tobramycin ophthalmic solution every half hour for 2 days; and bacitracin at bedtime. The pt reported that ¿everything is a blur and he/she can¿t see clearly¿ in the os. On (B)(6) 2015 a call was received from the pt¿s treating ecp and additional information was received as follows: ¿ the ecp reported that the pt is a long-term pt for eighteen years.¿ the ecp reported that the pt used to wear acuvue advance lenses without issue. The ecp reported that the pt called in (B)(6) 2015 to purchase additional advance lenses, but was advised that the lenses were discontinued. The ecp reported that the pt was ¿fit for oasys lenses and was given 3 diagnostic lenses to trial.¿ the ecp reported that the pt was still wearing the trial lenses when the event occurred. The ecp reported that the pt stated that he/she was on vacation and at a play when he/she began to experience discomfort. The ecp reported that the pt stated that ¿he/she removed the lens and reinserted it and continued use with the symptoms of discomfort os. The ecp reported that the pt stated that he/she ¿had a red eye, photophobia, and foreign body sensation on his/her return home after vacation.¿ the ecp reported that the pt presented for the first visit on (B)(6) 2015 with red eye, foreign body sensation, and photophobia os. The ecp reported that he examined the pt and found a central corneal ulcer os. He reported that he gave samples of ocuflox and tobramycin. The pt was instructed to alternate the drops every 15 minutes for 3 hours. The pt was given a prescription for besivance 1 drop every half hour and bacitracin ointment @ hs. The pt va was 20/40 os. The pt was scheduled for f/u appointment in 1 day. The pt was instructed not to use lenses and wear glasses only until instructed otherwise. The ecp advised that the pt was prescribed the oasys lenses with daily wear and to replace the lenses every 2 weeks. The ecp reported that the ¿pt has used the lenses as ew and also reported the pt used the advance lenses as ew when he was advised for daily wear. The ecp also reported that the pt was counseled on the seriousness of the central corneal ulcer and strict adherence to f/u appointments and to use the medications as prescribed. He reported that the pt verbally agreed. The pt returned for a f/u exam on (B)(6) 2015 and his chief complaints were blurry vision and nausea. The ecp states that the pt ¿thinks the nausea was from the ocuflox drops.¿ the va os was 20/50. The ecp states that he continued the besivance drops every half hour and continue the bacitracin ointment q hs. The pt was instructed to return for f/u appointment on (B)(6) 2015. On (B)(6) 2015 the pt presented for f/u exam for os central corneal ulcer. The pt reports that he was pain free, but complains of fbs and ¿the drops sting my os when I apply them.¿ the va os was reported to be 20/25 -2. The ecp reported that the besivance was changed to q 1 hour, bacitracin ointment q hs, and tobramycin 1 drop qid os. The pt was instructed to return to clinic on (B)(6) 2015. On (B)(6) 2015 the pt returned to clinic with occasional fbs with blinking os; no epithelial defect; dense stromal opacity; pt was compliant with medications os. The pt¿s va os was 20/25. Medications: besivance qid; bacitracin ointment q hs; and add predforte 1% 1 drop qid. Pt was instructed to return to clinic on (B)(6) 2015. On (B)(6) 2015 the pt presented for f/u appointment; chief complaint: some occasional double vision os; epithelial layer os healed; dense opacity os; improving; the pt¿s va os was 20/25. Medications: stop besivance; continue bacitracin ointment q hs; continue predforte 1 drop qid. Pt instructed to return to clinic on (B)(6) 2015. The ecp reported that ¿I think I have the pt¿s attention now that he¿s had a serious issue with cl use.¿ he advised that ¿if I allow the pt to return to cl wear, it will be a daily contact lens (cl).¿ on (B)(6) 2015 follow-up call was placed to the pt¿s treating ecp and additional information was provided as follows: the pt came to the office on (B)(6) 2015 for f/u os corneal ulcer. The ecp reported that the pt was refracted to 20/20 os. The pred forte was decreased to bid to be discontinued saturday and the bacitracin was discontinued. The ecp reported that the pt was refit for night and day air optix daily lenses and can return to daily wear on saturday (B)(6) 2015. No additional information if expected. A lot history review was performed for lot number b00jw5c and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Received a customer supplied contact lens case containing two lenses. It is unknown which lens is the suspect lens. The parameters of two lenses were measured and a visual inspection was performed. One of the lenses met company standards for base curve, center thickness, and diameter. The other lens met company standards for center thickness and diameter and did not meet specification for base curve; we are conducting further investigation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.